Manufacturer narrative:
The complaint for valve embolization was confirmed through evaluation of provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported ''when the valve and wire were in a good position for deployment, the commander delivery system balloon burst at 30 % inflation, and the valve embolized into the la'' in this case, the commander delivery system balloon burst during the 30% balloon inflation, which led to partial expanded valve, which was unable to anchor to the target site, resulting in embolized into atrium. As such, available information suggests that procedural factors (balloon burst during deployment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in thailand regarding a 29mm sapien 3 transcatheter heart valve by transseptal approach in mitral valve in a pre-existing 31mm perimount valve the patient had a non-edwards asd closure device in situ. After puncturing the septum/atrial septal defects (asd) device, multiple dilatations were tried with 5 mm, 12mm and 14mm balloons respectively. Then the commander delivery system was inserted, however, it could not pass through the septum due to recoil of asd device. Re-dilated again with 16mm balloon via another back up wire and then pushed the commander system through left atrium (la) and left ventricle (lv) over safari wire, but it could not pass through lv. The lv wire was lost after trying to manipulate. It was tried twice to snare the commander system to lv again from the ao catheter but the commander system was not coaxial along lv apex (nose cone towards aorta), even though tension on the snared wire was released, everything jumped up to la again. It was tried to pull back the devices because the wire was trapped inside the commander catheter lumen and it could not pass back to the right atrium. It was tried to pull the wire again until it came out. Since the devices could not be pulled back from the asd device and it was not possible to cross the mitral valve and place the wire in proper position, it was tried to snare the commander system from apical site to facilitate positioning of wire and valve during deployment. When the valve and wire were in a good position for deployment, the commander delivery system balloon burst at 30 % inflation, and the valve embolized into the left atrium. The patient was converted to open surgery and a surgical valve was implanted instead. The patient gradually recovered after redo mvr. Everything went well and et tube was extubated.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2024-04954. The investigation is ongoing.